Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03637 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, the procedure was completed with the same rf 3000 radiofrequency generator and leveen electrode. However, post procedure, the patient had some reddening of the skin. Reportedly, two small blisters were present on each leg at the grounding pad locations. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).